Event description:
It was reported that during withdrawal of a recanalization catheter after treatment of a lesion in the sfa, the distal tip detached from the catheter. No additional intervention was performed to retrieve the detached tip and it remains in the pt. There was no report of pt injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. This is the only complaint reported to date for this lot number for this issue. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for this event could not be identified. It is unknown whether pt and/or procedural issues contributed to the event. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization/ angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.